Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had some problems with two reservoirs. Customer stated that she uses plunger to prime/fill tubing when found unable to get insulin through during set change. No further information provided.